Event description:
It was later reported that the patient's pain was well controlled and they were "doing much better".

Event description:
It was reported that following a pump implant the patient experienced left leg paralysis. The patient was hospitalized at the time of the report and being treated by the managing physicians. It was not known what medication the device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
The reporter ¿believed¿ the cause of the event was irritation from implant procedure and the left leg paralysis was noted as ¿all re solved.¿

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).